Event description:
It was reported by the user facility that a pt underwent a catheterization procedure on (B)(6) 2012. Following the procedure the rt who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during deployment. There were no pt consequences reported. No further info was provided.

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was torn. The balloon loss of pressure was caused by a radial tear, approx 4 mm from the balloon proximal tip. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1211801) indicated that the device lot met all established performance criteria prior to shipment.